Event description:
It was reported that post-procedure unrelated to the atrial lead, an increase in capture threshold was observed on the atrial lead. An x-ray was performed revealing atrial lead dislodgement the patient was brought back to the lab and repositioning was attempted. The helix would not fully deploy and as a result, the atrial lead was explanted and a new atrial lead was successfully implanted. The patient was asymptomatic and was stable pre, during, and post-procedure.

Manufacturer narrative:
The reported event of high threshold and lead dislodgement were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specifications. The cause of the helix mechanism event was isolated to a clogged helix. Electrical testing did not find any indication of conductor fracture or internal shorts.